Event description:
Synvisc injection in left ankle with no adverse event (off label use). Case narrative: initial information received on 22-jan-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority (mw5082045) from united states this case involves adult patient who received hylan g-f 20, sodium hyaluronate (synvisc) injection in left ankle with no adverse event (off label use). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using intra-articular synvisc injection (1 syringe weekly) for 3 weeks (lot - unk) for unknown indication. The patient received synvisc injections in left ankle with no adverse event (off-label use). It was not reported if the patient received a corrective treatment. Seriousness criteria: medically significant. A product technical complaint was initiated with global ptc number (B)(4) and the results for the same were pending.

Event description:
Synvisc injection in left ankle with no adverse event [off label use] . Case narrative: initial information received on 22-jan-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority (mw5082045) from united states. This case involves adult patient who received hylan g-f 20, sodium hyaluronate (synvisc) injection in left ankle with no adverse event (off label use). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using intra-articular synvisc injection (1 syringe weekly) for 3 weeks (lot - unk) for unknown indication. The patient received synvisc injections in left ankle with no adverse event (off-label use). It was not reported if the patient received a corrective treatment. Seriousness criteria: medically significant a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: unknown; global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 28-jan-2019. Global ptc number results were added. Text amended accordingly.